Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case software malfunctioned in that the robot haptics did not engage. The surgeon was able to manually burr the medical post hole. The resulting outcome of the case was successful.

Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event was completed at mako surgical. A supplemental report will be filed when additional information is obtained. Device not returned.

Manufacturer narrative:
Follow-up #2 is being submitted to update/correct (catalog #) based on a complaint review.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case software malfunctioned in that the robot haptics did not engage. The surgeon was able to manually burr the medical post hole. The resulting outcome of the case was successful.

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported event: an event regarding unable to engage post hole stereotactic boundaries involving 3.0 rio robotic arm catalog: 209999 was reported. Method & results: device history review: not performed as the reported device is software. Rio serial number not reported. Complaint history: based on the device identification (pn 209999) the complaint databases were reviewed from 2011 to present for similar reported events regarding failed verification of reamer. There were only 2 events related to failed verification of reamer ((B)(4)). Conclusion: the session and log data for the case was reviewed. An analysis of the errors/warnings and system verification values for the application was completed. All system verification values were within tolerance. There is no indication of errors/warnings that could have contributed to the issue. The data at this time shows the mako application software operated as expected. No mako system defect is suspect.

Event description:
The surgeon was performing a partial knee arthroplasty procedure using the robotic arm interactive orthopedic system (rio) and restoris multicompartmental knee (mck) implants. During the case software malfunctioned in that the robot haptics did not engage. The surgeon was able to manually burr the medical post hole. The resulting outcome of the case was successful.